Event description:
It was reported that during a low anterior resection procedure, the device was used 4 to 5 cm from the anus at the first firing. After the firing, the device could not released. Eventually, the device was removed from the pt as the anvil was detached. As the site was not anastomosed properly, the site was resected. Then another device was used to anastomose again at 2.5 to 3 cm from the anus. At the first firing, the resected ring was formed properly and the washer was cut completely. The rectum side was stapled with tl30, but the staples of tl30 were not found on the resected tissue of the rectum side. The doctor commented that he had rotated the adjusting knob about twice and a half when he had removed the device. There were no adverse consequences to the pt. Additional info was requested, and the info listed below was received: the doctor commented: he didn't feel any difficulties in firing. As the operation was low and the margin was not enough, it's hard to think that the tissue was intussuscepted in the device. The pt's tissue was not brittle. He could not confirm the condition of the deployed staple. The event description makes reference to issues with the tl30, the staples of tl30 were not found on the resected tissue of the rectum side", but no complaint was logged against that device. Please explain. --the tl30 functioned properly. So we provided you the info that the tl30 was used as combination instrument.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.